Manufacturer narrative:
The field service engineer (fse) ran fluidics testing and hardware test. The fse ran qc. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable results for 2 patient samples tested for calcium (ca2+) on a cobas b 221<4>roche omni s4 system. The customer stated the qc had been acceptable previously but later they were seeing "sensor drift". The customer did not believe the initial ca2+ results were correct and reran the patient samples on the b 221 and the istat. Of the data provided, there were discrepant pco2, chco3, methb, k+, na+, and ca2+ results for both patients. For patient 2 there were also discrepant be and hct results. Patient 2 was a (B)(6)-year-old male. Questionable results were reported outside of the laboratory. The ca2+ electrode lot number was 21591147 with an expiration date of 13-sep-2019. No other electrode lot numbers or expiration dates were provided.